Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient experienced pain at the implantable pulse generator (ipg) site. The ipg was repositioned from the right flank to the left flank and new extensions were added on (B)(6) 2020 to resolve the issue. There were no complications during the procedure and therapy was confirmed post procedure.